Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device had stored untreated episodes due to oversensing of myopotential noise with wandering baseline. Recently there was an inappropriate shock with baseline artifacts. The patient was brought into the clinic for imaging and system evaluation. No programming changes were made to the system at this time. No other adverse events were reported.